Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. The customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and broken reservoir tube lip.